Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sudden critical pump alarm occurred and the patient experienced withdrawal symptoms. The patient had more spasticity within a very short time. The patient was described as being very reliable and intelligent; and could tell exactly when there was something wrong with their pump. The patient would feel immediately when the pump malfunctioned, and she would call her physician and would immediately start taking oral baclofen. Elective replacement indicator (eri) was 11 months. Because the pump was implanted 6+ years, both the patient and the physician did not want to take any risk and therefore the pump was explanted. Per the pump's logs, a motor stall occurred 2 days prior to explant of which had triggered the critical alarm. In addition, a motor stall and motor stall recovery occurred on the same date as the explant. It was suspected that the motor stalls were caused by corrosion. The patient was without injury; and was very good with her new pump. It was confirmed via a pharmacist that no off label medications were administered via the pump; the pump administered lioresal. The explanted pump was returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump showed a gear train anomaly: corrosion. Significant residue was found on the upper shaft of gear 2.